Manufacturer narrative:
Additional information was requested to clarify the reported incident however due to the current covid19 pandemic, no further details have been provided by the customer as of yet. The complainant indicated that the device will not be returned for evaluation because it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was no resistance in the passage and even so, they had probes that crossed the d and ended up causing pneumothorax.